Event description:
Customer reported a malfunction alarm with the code "malf 0." There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for resetting the pump, which successfully resolved the issue, and the customer was advised to continue using the pump and to contact support again if the malfunction recurred.